Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device it was reported that the cause of death was unknown. Battery voltage history was normal. Device eri and backup mode alert were found consistent with the body being stored in the freezer. Analysis of device impedance values indicated a possible date of a patient death on (B)(6) 2018. No further information was available at this time.